Event description:
Reportedly, there was a device related fire in the operating room. The patient sustained 2nd degree burn and silvadine was used for treatment. Bovie was used with oxygen which ignited during a temporal biopsy. The patient had one procedure done earlier and was about to receive the 2nd surgery. The generator was at 30/30 setting. There was no report of additional patient injury.